Event description:
It was reported that upon removal, guidewire separated into two pieces. Portion of wire that remained in the catheter was removed external with a dissection grip. In 2007 - it has still not been determined if sample will be returned. Event involved a female patient. Insertion site was jugular vein. One day later - event took place during insertion; no x-rays taken. There were no patient complications. Guidewire was taken off with a dissection grip. Another catheter was placed.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.